Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the injuries, arrhythmia, and low blood pressure and were unable to be determined due to insufficient clinical details. As per the clinical details, the hematoma was managed with manual pressure, dressing with angle matching, and femstop. The patient was also kept off anticoagulation, and the reported act during the hematoma was 400 at the time of the event. The cause of the hematoma was most likely use-related based on the clinical details provided. Mechanical interaction with blood (hemolysis): pump was not returned for investigation. Data log shows no abnormalities related to motor current spike, positioning issues, or suction during the time of the hemolysis event. Pump flow and placement signals had no major trend justifying the cause of the hemolysis. The cause of the hemolysis issue was not determined without returned product investigation and sufficient related clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of impella cp on (B)(6) 2025, a hematoma was noted to right groin, manual pressure was held for 10 minutes with placement of femstop. Groin was accessed pre-impella with a generic sheath and lhc performed. Plan was to use left groin for impella placement but there was too much calcium. Original sheath exchange for impella peel away and hematoma noted after exchange but before peel away was removed at end of case. Activated clotting time (act) was out of range/greater than 400 for the entire case. Systemic anticoagulation held in intensive care unit (ICU). Some blood in the urine was also noted, rn to continue to monitor, medical doctor (md) aware. Eventually, urine cleared, no longer blood tinged. Weaned to p2 overnight, patient didn¿t tolerate, blood pressure (bp) dropped, a lot of ectopy, needed a total of 2.5l in intravenous fluids (ivf) bolus, increased dobutamine.